Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server was down and experiencing delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the server was down and delayed. A technical support specialist (tss) received confirmation from the team lead that checks had already been completed and no issues were identified on the interface side. The tss contacted the customer, who reported that new orders were not transferring as expected, and explained that no interface-related issues were found based on the investigation. The customer was advised to contact the internal information technology team for further review and confirmed that contact had already been made, with follow-up expected (B)(6). The tss informed the customer that the case would be monitored for twenty-four hours and would be closed if no further issues occurred and advised contacting the support hotline if any new problems arose. The customer acknowledged and agreed to the plan, and the case was scheduled for closure after the monitoring period. The system functioned as intended after the technical support specialist inspected the issue.